Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4) - incomplete. The lot number is currently unavailable; therefore, the exp date is unavailable. Investigation summary: the complaint device was discarded by the customer therefore, device is not available for a physical evaluation. No pictures were provided. This complaint is not confirmed. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. Furthermore, no lot numbers were supplied which precludes conducting a device history record review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep via cst that during a shoulder repair procedure the ideal suture grasper 60 degree internal mechanism pulled out from the device. The case was completed, but the sales rep could not provide how it was completed or if there was any patient harm or time delays. The sales rep was not present for the case and could not provide any additional information. The sales rep could not provide a lot number. The device was discarded by the customer. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.